Manufacturer narrative:
The actuator from the event unit, along with a portion of the tissue bag, was returned for evaluation. Upon visual inspection, engineering confirmed that the portion returned displayed wavy characteristics indicative of a tear. Engineering's analysis has determined that it is likely that the tissue bag was punctured by a sharp instrument. This puncture was then propagated during specimen removal, leading to a tear. In the instructions for use (IFU), it is stated that "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional info received via email from customer, on (B)(6) 2017 - the bag was not ripped before deploying. It is unknown what instruments were used to maneuver the bag. It is believed the bag deployed from the shaft without any issues.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed unk - doctor was removing the specimen from the patient and noticed the bag was ripped. Had to get new retrieval bag. Patient status - unk.